Event description:
It was reported that the customer was hospitalized with high blood glucose and the customer was not using the reservoirs affected by the recall. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please medwatch report # 2032227-2013-03594.